Manufacturer narrative:
No critical pump error (open book image) alarms noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The insulin pump was received with high sleep current measurement and active current measurement due to corrosion on all electronic assemblies. The insulin pump was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked battery tube threads, slight moisture damaged in battery tube, corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
Currently , it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that insulin pump received a critical pump error alarm. Customer's blood glucose was 227 mg/dl. It was reported that display screen showed an open book icon. Customer's mother stated that there is no significant event leading to the alarm. Advised customer's mother to have customer discontinue use of insulin pump and revert to back-up plan per healthcare professional's recommendation. Advised that insulin pump would need to be replaced. Insulin pump is expected to return for analysis.